Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The product was not returned. Based on the results of the investigation and the information provided, it is likely due to user error, improper handling as well as application of excessive force. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope handpiece latches fell off. The issue occurred during reprocessing of the device. There were no reports of patient harm.